Event description:
It was reported that during procedure, an error code 48 "would not recognize fiber" was prompted. It was indicated that the procedure was not completed due to this event. There were no patient complications. This event is being reported for aborted/cancelled procedure with a patient under anesthesia or sedation unknown.